Event description:
A customer has been getting erratic readings. It was determined that the customer has been using excel off brand reagent strips. A recent example was a reading of 56 mg/dl immediately followed by a reading of 274 mg/dl. The difference between these two readings if acted upon could be clinically significant. It was explained to the customer that bayer does not provide or support the use of off brand reagent. An offer was made to check the proper function of the meter. However, the customer did not have the proper materials available to do the performance check. A request was made to have supplies sent ot the customer. Additionally, the proper technique for testing was reviewed with the customer. The customer was asked to call customer service 24/7 as soon as they received the supplies so that the meter performance could by checked.